Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was "high", although specific value was not provided on 10/24/2025. The elevated bg was addressed by a correction injection via manual insulin therapy. To resolve the issue, the customer changed the infusion set and cartridge, resumed insulin use, and did not require third-party assistance.